Event description:
Implanted at (B)(6). Bled for 6 months straight. Joint pain, muscle pain, spasms. "Horrible" periods <1 hr before needing to change a pad. (Pelvic, pressure back). Blood clots, memory change - loss of memory. Bloating, weight gain >80lbs, dizziness, lightheadedness, "electric shock" - arms, hands, head. Numbness, interval of periods shortening.